Event description:
C-cc-ac - accuracy cco-0904-016; cco measurement varied for a few times inbetween 1.8 and 4 in 2 hours. It became unable to measure cco afterwards. There were no patient complications reported.

Manufacturer narrative:
Customer report was not confirmed. There was no visible inconsistencies observed on the eeprom data. Thermistor and thermal filament circuit were continuous. There were no error message observed on vigilance ii monitors. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. There was no visible damage to the catheter body.